Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing to pyxis. A technical support specialist (tss) reported that remote access was established to the application server to identify the issue, where log files for the external inbound processors service were reviewed and an indication of concurrent processing errors was identified. The tss proceeded to resolve the issue by accessing the application server services, stopping the external inbound processors service, obtaining and applying the appropriate hotfix for the enterprise server version through the database management system, and then restarting the service. The tss verified with the customer that patient and order updates were functioning correctly and advised that any previously failed messages would need to be resent, with further log review and escalation recommended if the issue recurred. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.